Event description:
It was reported that the pt underwent a posterior spinal surgery at l3-l5. It was reported that the screwdriver broke while being used to remove a bone screw. All of the pieces of the driver were removed from the pt. No complications were reported.

Manufacturer narrative:
(B)(4): the driver has been returned to the manufacturer for evaluation. Macroscopic examination confirms tip breakage of one side of screwdriver shaft, consistent with bending moment. Microscopic examination of fracture reveals a quasi-brittle fracture with no indication of torsion or fatigue. Additionally, river lines suggest the direction of fracture and provide evidence of overload. The fracture on one side of the instrument, in addition to the nature of the fracture suggest bend stress overload. A review of the device history records did not identify any applicable nonconformance to specification.